Event description:
The customer reported via phone call experiencing high blood glucose levels which required the customer to be transported to the hospital. The customer stated that the insulin pump had alarmed no delivery the day prior to the hospital visit and had been alarming during bolus deliveries. The customer stated that she changed her insertion site 8 times within the last 3 days but the alarms were recurring. She also reported that the insulin pump would randomly come on when she did not press anything. The customer's blood glucose was 559 mg/dl. The customer had already tried different cannula lengths and rotated insertion sites, avoiding scar tissue. The customer stated that she had tried all remedies already. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She declined troubleshooting assistance for high blood glucose.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. No unexpected no delivery alarm was noted. The unit had a minor scratched display window. The unit was then monitored for two days and no unexpected screens were noted.